Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05435. It was reported that one of the patient's leads had high impedances. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the high impedances, so both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention to replace the lead with high impedances, but both leads were explanted and replaced due to complications. The issue was resolved post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.